Event description:
On (B)(6) 2023, it was reported by a sales representative via email that the tip of the button inserter of an ar-2290 proximal tenodesis implant system fell off and could not be reconnected. This was discovered during a procedure on (B)(6) 2023. Additional information received on 4/20/2023: the tip of the button fell off outside of the patient. Another ar-2290 proximal tenodesis implant system was used to complete the case. This was discovered during a proximal biceps tenodesis procedure.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is confirmed. Visual evaluation noted that the distal end of the threaded shaft is broken. The most likely cause of this condition is by applying excessive force used to pry and leverage the device. No functional test was performed due to the damage to the device. The cause remains error use.